Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. As received, the monitor was unable to power up. The cause for the failure was isolated to a defective u1003 programmable logic device on the monitor c/a board. The root cause for the defective u1003 pld could not be positively identified. No adverse event resulted from the defective component. The pt received a replacement monitor.

Event description:
The husband of a (B)(6) female pt called zoll customer support to report that the pt's monitor wasn't powering up. The pt was issued a replacement monitor.